Manufacturer narrative:
The implicated product is a single lumen 8.0 fr catheter with tissue ingrowth cuff and a antimicrobial cuff in a peel-apart percutaneous introducer sys. The product is being retained by the pt and has not been forwarded for eval. A review of the mfg lot history records shows two issues that were resolved through the qarn process. Mfg requested an eval of two catheter subassembly lots included in this finished lot. Quality and mfg engineering evaluated the subassembly lots and found one to be acceptable. The other lot required 100% rework and reinspection. It was then found to be acceptable and was released for further processing. No other field complaints have been reported for the finished lot. The product is being retained by the pt and has not been forwarded for eval; inconclusive. The complaint incident report documents the device was implanted 8-22-97. No complications are indicated between 8-22-97 and 9-1-97 when during a blood draw, small leaks ("one or two drops") at the exit site were reported. The pt reports feeling no burning during infusion and did not see a leak. A subsequent repair attempt was unsuccessful and the device was utilized for infusion and twice weekly blood draws. One month after placement, during post-aspiration flushing, the catheter began to leak profusely. The catheter was scheduled to be removed 9-24-97. The instructions for use lists extravasation as a possible complication of central venous catheters. Reasons for leakage include: fibrin sheath, sharp instrument damage, burst from over-pressurization and clavicle/first rib compression fracture. However, it is impossible to provide a definitive conclusion for the complaint without a thorough physical eval of the complaint sample.

Manufacturer narrative:
The device has been returned to the MFR and is currently being evaluated. The results are expected soon.

Event description:
The catheter was placed 8/22/97 for infusion of vancomycin and rocephin. The catheter developed a slow leak on 9/1/97 during a blood draw. The physician attempted to repair the catheter, but it continued to leak. On 9/22/97, while the catheter was being flushed after a blood draw, the catheter began to leak profusely.